Event description:
It was reported that during an endoscopy procedure a loss of ventricular capture was observed. It was also reported there has been issues with capture management in the past, however it remains on. It was further reported that the patient has a history of atrial tachycardia and the device is programmed to ddir with over 25,000 atrial high rate episodes. Follow up yielded that the physician is no longer with the clinic and the patient followed the physician and the new clinic location is unknown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.